Manufacturer narrative:
It is unknown if a device is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the bd ultra fine short insulin pen needle broke off in the customer during injection. The customer went to the emergency department where he had an x-ray, antibiotics, and a tetanus shot. The doctor told the customer to leave the needle in the site.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4198313. Conclusions - as there was no actual sample returned for evaluation, the customer's complaint could not be confirmed. An absolute root cause for this incident cannot be determined.